Manufacturer narrative:
Tw (B)(4) since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported prior the case starts the hemopro 2, the tip near the jaws did not look fully attached. Device was not used on a patient. Procedure was completed with a new vh-4000. No patient harm or effects reported.

Manufacturer narrative:
(B)(4). Corrected sections: b4, g3, g6, h2, h6, h11. The hospital reported prior the case starts the hemopro 2, the tip near the jaws did not look fully attached. Device was not used on a patient. Procedure was completed with a new vh-4000. No patient harm or effects reported. The device was not returned to maquet cardiac surgery for investigation; therefore, no evaluation could be performed. It is not possible to confirm the reported complaint. A crf/CAPA/scar/ncmr review was conducted for the two-year period nov 2023 to oct 2025. There is an existing CAPA 1119739, which is in "[implementing actions] " state for the reported failure "material twisted/bent wire¿ and product ¿vasoview hemopro 2. The failure modes addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. A ship history was performed to the account, there is no evidence that anything was shipped to the account prior to the date of event. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend(increase in number of complaints over past three(3) months). Based on the rational provided above, no escalation to the CAPA process is required. Hhe 1098119, which is "closed- done" status was initiated for the reported failure "material twisted/ bent wire". There were no consequences or impacts to the patient. A ship history was performed to the account, there is no evidence that anything was shipped to the account prior to the date of event.